Event description:
Via social media, patient reported being injected in the cheek area with an unspecified juvéderm®. The following day, the patient noticed ¿signs of swelling.¿ the event got worse until the patient experienced ¿green stuff oozing¿ out of their face. The injecting healthcare professional had to lance the ¿pus pockets¿ with no success. The lesion was cut open and the patient required 8 stitches was given antibiotics. The patient then went to the hospital after a month and was seen by a locum, who recommended steroids and allergy medication for treatment. The patient reported that the event resolved, but the scar remains.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.